Manufacturer narrative:
Type of report, corrected data: supplemental MDR # 1 was inadvertently submitted as supplemental report #2. The current report is to report the correct supplemental MDR report number (#1).

Event description:
Reporter indicated a patient experienced breakthrough seizures requiring hospitalization beginning approximately (B)(6) 2012 that involved an episode of unresponsiveness; it was thought this was due to a seizure. The patient's vns generator battery was noted to be 'low' on (B)(6) 2012 and the seizure increase was being attributed to the low battery, which was reported as 'failing,' but was also reported as 'electronically analyzed and found to be in good operation.' Replacement of the vns generator is planned. Attempts for additional information are in progress.

Event description:
Reporter indicated the patient had generator replacement surgery performed on (B)(6) 2013. The generator was discarded. All attempts for additional information have been unsuccessful to date.